Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the lead was to short for the patient's anatomy. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.